Manufacturer narrative:
It was reported by an end-user her rollator broke causing her to fall. End-user was walking in her home when the front right leg broke. The rollator fell forward and the end-user fell with the rollator. Emergency medical services were called and end-user was transported to local emergency department. End-user was evaluated and had x-rays of her chest, left hip and a CT scan of her head. It was determined the end-user had a fractured rib on her left side, bruising to her hip and head. No internal bleeding was identified. End-user stated she did not receive any treatment and was discharged home. A sample was not returned and cannot verify this is a medline product. A root cause cannot be determined. Due to the reported incident and in an abundance of caution this medwatch is being filed. Not returned to manufacturer.

Event description:
It was reported a rollator broke causing end-user to fall.